Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded.

Event description:
It was reported a cardiac perforation, pericardial effusion (pe) leading to cardiac tamponade occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. There was a trivial effusion noted at baseline noted prior to procedure. The physician obtained groin access and preclosure of the vein was performed. The watchman trusteer with a versacross connect was advanced into the superior vena cava (svc). It took multiple attempts of pulling down from the svc to the right atrium (ra) to get an ideal transeptal location. The echo imaging was difficult to view the transeptal. Once the location was confirmed safe the rest of the transeptal process was easy and normal. After getting transeptal, the rf wire was easily advanced into the laa. Shortly after transeptal, anesthesia noted a drop in pressure. An effusion sweep was done, and a trivial posterior effusion was noted. Patients pressure returned to normal without medical intervention and the procedure was continued. The device was successfully implanted and released. The sheath was pulled back into the ra and removed from the body. Patient was extubated and transferred to the post anesthesia care unit (pacu) without issue. Shortly after arriving in pacu, the patients pressure started dropping and the patient became short of breath and pale. A stat echo was ordered and a large posterior effusion was noted. The physician attempted a pericardial tap in the pacu but the patient was brought back to the cath lab. At this point the location was confirmed and draining pericardium started. Surgery was called to assess as well. Nearly 1200cc of dark red blood was removed and the patient did require a short amount of cardiopulmonary resuscitation (CPR). Once stable again, the patient was moved to the operation room for surgical drain and repair. After going on bypass, it was noted that there was a very small tear in the posterior aspect of the ra near the inferior vena cava (ivc). The position of the device was evaluated by transesophageal echocardiogram (tee) and was noted to have slightly shifted forward compared to initial placement which is assumed to be caused by the CPR. Later, the patient was doing well and was discharged. The device is not expected to be returned for analysis (disposed). The patient was not under warfarin at the time, but it was under plavix and aspirin. Patient anatomy did seem to be rotated from normal which lead to the difficult imaging windows. In the physician opinion, the versacross device did not malfunctioned or seemed to cause patient complication.